Event description:
A falsely elevated troponin I result of 12.3 ng/ml was obtained on a pt sample. The result was reported to the physician. The sample was retested on an alternate analyzer and a result of <0.04 ng/ml was obtained. The pt was admitted for observation, but treatment was not prescribed and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was the r2 arm splashing conjugate.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was the r2 arm splashing conjugate. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is operating within specs.